Event description:
It was reported that a trabecular metal 4.5 x 4.7 x 10mm implant had damaged threads. Requested thread tap to fix internal threads.

Manufacturer narrative:
Zimvie complaint number (B)(4). No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.